Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the patient had an arterial line with an edwards dpt system. The arterial line had a systolic reading in the 70¿s, while the patient¿s systolic reading via nibp was 105. The clinician noted that the reading had been inaccurate for a few days and that they had been using the cuff pressure for patient treatment. Inquired of patient demographics, unable to be obtained. There was no patient compromise reported. The device is not available for evaluation. Actual occurrence date is unknown.